Event description:
A female underwent aaa repair in 2009. The pt's anatomical form was not suitable for aaa repair. Severe tortuosity was present in both common iliac arteries (m-shaped). Severe tortuosity of both common iliac arteries made insertion of the graft difficult. The right internal iliac artery was embolized as a common iliac aneurysm had developed, and the ipsilateral iliac leg graft was deployed in the external iliac artery. About a week later, a CT viewed a distal type I endoleak on the left side and about a month later, a CT scan showed the continued endoleak but the physician chose a wait-and-see approach. Approx three months later, a CT scan detected the enlargement of the aneurysm from 56 mm to 62 mm in diameter. A month later, another manufacturer's stent was lifted up at a bend in the vessel, which deployed in the left external iliac artery. As the right internal iliac artery has been coil embolized, a left external iliac-to-internal iliac bypass was performed to preserve the left internal iliac artery. The status of the pt is one of improvement.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indication for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The event eval form from cook indicates the anatomy was outside the indications for use in the event description, however, the form contradicts itself as another check box on the form indicated it was used under proper indication. It is likely the patient's anatomy could have been a contributing factor to the cause of the endoleak, however, without films or images, this cannot be known definitively at this time; we will continue to monitor for similar complaints.